Event description:
A physician reported that an ophthalmic blade had cut incision right down the middle during surgery. Surgery was completed by closing the incision site. Procedure details and patient impact have not been provided. Additional information has been requested but none received till date. This complaint is one of three reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.4 and h.11. D.4 was updated since it was considered as possible lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections a.1, a.2, b.2, b.3, b.5, d.4, h.4, h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of blade splitting the keratome incision; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file were reviewed by the manufacturing site. Photo shows the blade with pak number and 2 knives in blister. Reported issue cannot be confirmed from photos. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required the manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the event happened during cataract surgery. There was no patient harm.